Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent damage. Device issue: none. It was reported that during the use of the xience v stent delivery system (sds) a dissection occurred. Another xience v sds was used to treat the dissection. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: dissection is listed in the IFU as a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of prod quality issue. Dissection can be influenced by several factors including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also cautions that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stent, or other)". A conclusive root cause for the reported event and the relationship to the device if any, cannot be determined.